Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the device did not lift skin. There was no harm to a patient or delay in a recent case reported, or any need for further procedures carried out as a result. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under" (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. On (B)(6) 2018, it was reported that the device did not lift skin. The customer returned an air dermatome device, serial number: (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number: (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet australia on may 18 2018, revealed that the depth bar found to have paly in forward and backward direction. It was also noted that the surface of dermatome was found to be pitted possibly from some form of aggressive reaction or heavy cleaning. It was also noted that all the width plates were worn and inner tube of hose was hard to be replaced. It was also noted that the device motor and calibration were out of specifications. Repair of the air dermatome was performed by zimmer biomet taiwan on july 16, 2018 which included replacement of the motor, bearing pack, o-ring, seal, reciprocating arm, machined head, hose, hinge throttle gasket, die cast aluminum lever, ball plunger, external e-ring and all width plates air dermatome, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet taiwan it was noted that the depth bar found to have play in forward and backward direction. The cause of the reported event was due to displaced control bar. During the product review by zimmer biomet taiwan it was noted that the depth bar found to have paly in forward and backward direction. It is unknown with the information that was provided how this occurred. Therefore, a root cause cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.